Event description:
It was reported that during a bankart repair the physician (B)(6) was utilizing a speedlock implant. While attempting to lock the suture and release the anchor from the inserter, a piece of the handle reportedly twisted off. The physician was able to affix the piece back on the device and lock the suture and implant the anchor. No pt complications were reported as a result of this event.

Manufacturer narrative:
Due to foreign confidentiality requirements the pt identifier, age, weight and gender were not available. A lot number for the device was not provided, therefore, no device history record could be performed.